Event description:
It was reported the patient had his spectra penile prosthesis replaced due to an infection at the right cylinder site. No further patient complications were reported in relation to this event.